Event description:
The disposable scorpion-multifire needle was opened to the sterile field. Needle was intact and loaded into the scorpion device. Doctor used the scorpion arthroscopically to pass suture through the rotator cuff. The scorpion was passed back to the scrub nurse. The scrub nurse inspected the needle. The needle was intact and passed back to doctor to make another suture pass in the rotator cuff. When the needle was passed back to the scrub nurse, the scrub nurse informed the doctor that the tip of the scorpion needle was not intact. Doctor searched the surgery site with the arthroscope. No fragment of the needle was found.